Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving high voltage therapy from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was revealed that the ICD delivered the shock inappropriately due to misinterpretation of supraventricular tachycardia (svt). Programming changes were made. The patient was stable.